Manufacturer narrative:
Gfe sent for follow up regarding additional information and initial reporter details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician requested technical services (ts) to review the recorded episodes from this cardiac resynchronization therapy defibrillator (crt-d). The device recorded a dual arrhythmia episode, which was successfully treated by anti tachycardia pacing and shock therapy, converting the rhythm. Additionally, a signal artifact monitoring (sam) episode was recorded. No adverse patient effects were reported. This device remains in service.